Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod longer than 48 hours. Husband stated his wife doesn't remember what happened because she blacked out and fell on the floor. The patient was treated with a mobile IV (intravenous) drip by the ems (emergency medical service), ate oatmeal and at the hospital they were given a dose of fast acting insulin. The patient was released two days later. The pod was worn when seeking medical attention but changed before going to the hospital.